Event description:
During servicing by baxter, technical service identified that the centrella med-surg bed had a, physically damaged power cord, copper wire exposed, no loss of function. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on july 3, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.